Manufacturer narrative:
A2-a6) there was no patient involvement. B6/b7) there was no patient involvement. D4) lot number and expiration date are n/a for this system. H3) the laser system was evaluated on-site by a field service engineer. During preventative maintenance, it was observed that the system footswitch cable and side cover were damaged. H6) in normal use, the laser system would not cause damage to the foot switch cable or side cover; thus, the cause is likely due to non-device related factors. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
During routine service of the spectranetics cvx-300 excimer laser system, the foot switch cable and side cover were damaged, exposing sharp metal. In an abundance of caution, this report captures the cvx-300 with sharp edges, potential for harm.